Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrent vaginal infections, stress urinary incontinence, dyspareunia, pain, erosion, extrusion, recurrence, infection, urinary and bowel problems, discharge, vaginal scarring, and pressure. It was also reported that the plaintiff experienced urinary tract infections, dysuria, menorrhagia, dysmenorrhea, mixed vulvovaginitis, interstitial cystitis, vaginal stenosis, urinary urgency and vaginal pain. The plaintiff underwent series of revision. The device was fully explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as wernicke's encephalopathy. Related to manufacture report #: 3011770902-2016-00167.